Event description:
After a c-section, the skin staples did not stay closed and the suture site came open. The patient was brought back to the labor and delivery operating room and new staples were used to close the suture site.

Manufacturer narrative:
User facility states after a c-section, the skin staples did not stay closed and the suture site came open. The patient was brought back to the labor and delivery operating room and new staples were used to close the suture site. Degree of patient injury or discomfort unknown. (B)(4) - skin staples did not stay closed and suture site came open. No failure detected because vendor did not find root cause. Deroyal visually inspected sample and sent the vendor a non-defective inventory sample and a supplier corrective action request (scar). Vendor's response to the first scar was inadequate thus deroyal submitted a second scar along with follow up phone calls and emails. The vendor's second response was also inadequate. Vendor did not find root cause and its corrective action consisted of notifying production and quality control personnel.